Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms on (B)(6) 2021. According to the account, the patient underwent a bowel resection on that day. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured multiple low flow hazard alarms on (B)(6) 2021. Of note, the pulsatility index (pi) values were elevated at the time of the alarms. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" also lists thromboembolism as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19feb2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a 4 foot jejunum bowel resection on (B)(6) 2021. The patient underwent the bowel resection due to presumed embolic event with therapeutic international normalized ratio (inr). There was no stroke and it was unknown if the event was ventricular assist device (vad) related. The vad was functioning as expected. It was reported that the log file review captured some low flow events between (B)(6) 2021. The low flow events occurred at times when the pulsatility index (pi) was elevated. The low flow events seemed to be a patient related issue and not an equipment related issue.